Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an issue with their device and had terrible pain in their legs from the spinal stimulator. Additional information was received on 2018-oct-19. It was reported that the cause of the painful stimulation in the patient¿s legs was that program was wrong; different programs were tried ¿ a, b, c ¿ with numbers lowered, but the painful stimulation continued. The patient was instructed to go below #1 on c and turn off stimulation and lay on their back; the pain subsided, a week ago in early october. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's has not had any therapeutic effect since implant and that the ins had been against her spine and was not comfortable. A revision surgery was performed to move the ins to the other side and the discomfort resolved but more recently the patient has been experiencing painful vibrations in their legs. Turning therapy down, and using different programs did not resolve the issue. Physician listings were sent to the patient. No further complications were reported.